Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300-400 mg/dl and a correction bolus was delivered. The contact thought that the high bg was due to having a low amount of insulin in the cartridge. As the event had occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.